Manufacturer narrative:
Correction: eval code-conclusion changed. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the electrocardiogram (EKG) cable port was broken. Analysis also noted that the stylus was pulled out and would not select, the cord door latch tabs were broken off, the rubber pads on the lower case were damaged, and the floppy drive intermittently read disks. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram (EKG) cable port on the programmer was broken off. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.